Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found debris blocking the side rail latch. The technician cleaned and lubricated the side rail latching mechanism to resolve the issue.